Manufacturer narrative:
Upon retrospective review of this customer issue, it was determined to be reportable as an MDR. The root cause was not related to radsuite but to an outside service used by the customer.

Event description:
Merge radsuite is an application that provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. The system displays traditional 2d and reconstructed 3d radiological images using web-enabled viewers over both local and wide area networks. The application provides workflow integration capabilities for health care enterprises, wherein: radiologists can view, annotate, and tag studies as diagnostically read; referring physicians can view patient images and radiologists' annotations and; tertiary care physicians, medical technologists, and information technology professionals can receive patient records. On (B)(6) 2015, the customer reported ((B)(6)) that cases being sent from radsuite to an offsite destination was slow. This was a third party pacs vendor that does offsite reading for the customer. The customer sends from radsuite at night for their stroke patients. The site requires 3 minute average transfer in order to meet 15 minutes complete to final turnaround time for stroke/perfusion patients. Exporting at night could take 20 - 40 minutes. This was determined to be a potential safety issue in the event the information is not available for review, leading to a delay in treatment for stroke victims. The root cause of this issue was not linked to radsuite or any other merge product. It was tied to a 3rd party vendor that st. John's is using to read their studies at night.